Manufacturer narrative:
Product analysis summary: numerous kinks were visible along the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 27th, 29th and 30th distal stent wraps with struts raised and bunched. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx rx drug eluting stent to treat a severely calcified and moderately tortuous lesion. It was reported that no damage was noted to the device packaging and there were no issues removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and no excessive force used. It was reported that the device failed to cross the target lesion. The stent failed to cross and was removed. Upon removal of the stent, the guide moved out of the left main and the physician tried to put the stent back into the guide but the struts had been damaged when it rubbed against the guide upon initial removal and struts were lifted. The physician used two smaller sized onyx stents to complete the procedure. No patient injury is reported.